Event description:
The rep reported the device was used during a pelviscopy. It was reported that it was possibly a 511sd that caused an injury to a pt's internal iliac vessel. This occurred two years ago. The first assistant, put in a 10mm trocar for a lateral port and caused enough damage to the iliac vessel to require a graft. The rep was told about the case two months after the fact and began to investigate. His first conversation was with the ors. She did not know anything specific about the case but referred the rep to the circulator of the case. This person stated that there was no product failure but an operator error and the trocar was discarded because of this reason. The rep followed up with the primary surgeon who kept the conversation very vague. She also mentioned that she felt it was not a product malfunction. Therefore no rpeort was made. The rep was asked on 10/8/98 if any report had ever been filed. The surgeon stated she was asking out of curiosity as the pt was probably going to need another graft in the near future. The rep told the surgeon he would follow up with ethicon endo-surgery.